Event description:
It was reported that the patient did not fill the cannula dead space after removing introducer needle leading to insulin flow block and experienced hyperglycemia which was treated with bolus on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.